Event description:
It was reported to philips that the device would continuously reboot and not boot up all the way. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the suite pc and two ssd os haswell. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system kept rebooting. Review of the log file showed software error "lsr (lab stopped responding) loop". During troubleshooting, the fse found faulty pc. The fse replaced the suite pc, reloaded the software and updated license for new mac address. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.